Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized for the event. The same day as the event onset, the patient began treatment with ceftazidime (discontinued) and sulbacillin (discontinued) for bacterial peritonitis. Pd therapy was ongoing. At the time of this report, the patient recovered from peritonitis. No additional information is available.